Manufacturer narrative:
The insulin pump alarmed for a failed battery test due to a faulty battery tube. No battery out limit alarm was noted. The insulin pump was received with a cracked case at the reservoir tube window corners, a cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the insulin pump repeatedly alarmed failed battery. Customer's blood glucose reading was 100 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).